Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center replaced the adhesive. It was also noted there was corrosion in the inlet connection side and in the air/water inlet port. The faulty parts were replaced and cleaned. The device was inspected and passed olympus functional standards. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus during reprocessing they observed foreign objects in the air/water port on the electrical connection of their evis exera ii ultrasound gastrovideoscope. Upon inspection and testing of the customer returned device, it was observed the adhesive cracked. This report is being submitted for the malfunction found during evaluation. There was no death, harm, or user injury reported due to the event.